Manufacturer narrative:
(B)(4). No sample will be made available for analysis. Investigation efforts are ongoing under related customer complaint record: (B)(4) / 2936999-2014-00133. Info has been added to the database for trending purposes.

Event description:
The company rec'd a report that a leak was discovered shortly after insertion. Customer reported that replacement of the tube was required. Cross reference associated (B)(4) 2936999-2014-00133.